Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and during ablation phase, the patient experienced pericardial effusion that required pericardiocentesis. A pericardial effusion occurred during the procedure. The patient started to de-sat and they became hypotensive. Intracardiac echocardiography (ice) imaging was then used to confirm a pericardial effusion. A pericardiocentesis was performed (approximately 400 ml of fluid was removed). The patient did not require surgery. There were no impedance spikes noted on the ablation system. There was difficulty in placing a competitor duodeca cs (coronary sinus) catheter prior to the issue. Bwi products used: soundstar, octaray, webster cs, vizigo. The physician stated that the patient had abnormal anatomy which caused difficulty placing the cs catheter, probably resulting in the effusion. Patient has improved and was in stable condition post procedure. Transseptal puncture was performed. Versacross fized sheath system was used. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).